Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor was displaying qrs complexes that were both large and small in the same episode. Oversensing and undersensing was also noted, as well as false syncopal episodes. The device remains in use. No patient complications have been reported as a result of this event.